Manufacturer narrative:
The investigation determined that lower and higher than expected vitros dgxn and phyt results were obtained from several levels of non-vitros biorad control, lot 27750 using vitros dgxn slide lot 1924-0261-1419, vitros phyt slide lot 2621-0177-0738 and vitros phyt slide lot 2621-0177-0751 tested on two different vitros 5600 systems. The most likely assignable cause of the event was determined to be user error due to multiple improper cartridge handling protocols. The customer indicated the vitros operators are leaving the vitros dgxn and phyt slide cartridges at room temperature for greater than 24 hours. The vitros dgxn and phyt instructions for use state to warm the wrapped cartridge at room temperature for 60 minutes and load the cartridges within 24 hours after they reach room temperature, 18¿28 °c (64¿82 °f). The customer will further discuss proper cartridge handling with the laboratory operators to mitigate the issue. Based on the historical quality control results, a performance issue with the vitros 5600 systems or the vitros dgxn and phyt slide lots in use cannot be ruled out as contributing to the event. However, it is unlikely that both vitros 5600 systems and two different slide lots of vitros phyt slides and one lot of dgxn would have performance issues within the timeframe of the event. In addition, a review of the worldwide complaint database for phyt lot 2621-0177-0738, phyt lot 2621-0177-0751, and dgxn lot 1924-0261-1419 complaints did not identify a quality issue with any of the slide lots. An issue with pre-analytical handling of the biorad qc fluid could not be ruled out as a potential contributor to the event. The investigation is ongoing and an ortho field engineer is expected onsite to further investigate. (B)(4).

Event description:
The investigation determined that a lower and higher than expected vitros dgxn and phyt results were obtained from three different levels of non-vitros biorad control, lot 27750 using vitros dgxn slide lot 1924-0261-1419, vitros phyt slide lot 2621-0177-0738 and vitros phyt slide lot 2621-0177-0751 tested on two different vitros 5600 systems. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The affected quality control samples were non-patient quality control samples. The customer made no indication that patient sample results were affected. There were no reported allegations of patient harm. This report is number two of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).